Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an integrity break which was the result when the physician attempted to remove this lead with manual traction. Additional information indicates that a venogram was performed and showed that there was narrowing of the vasculature with this patient. The physician decided to remove this lead to alleviate that patient's condition. This rv lead was abandoned surgically. No adverse patient effects were reported.